Event description:
It was reported that guidewire fracture occurred. A 018/260 platinum plus guide catheter was advanced. However, it was noted that the wire broke off inside the patient. The remaining piece of the guide wire was able to be removed without patient injury. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause is cause not established since the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event.